Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID (B)(4) implantable pulse generator (ipg) implanted: 2007 (B)(6); product ID 507645 implantable pacing lead implanted: 2007 (B)(6); product ID 507652 implantable pacing lead implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that during a regular clinic check, an inadvertent emergency vvi command occurred with the programmer and then the clinic had trouble obtaining a telemetry link following the emergency vvi. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.